Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of trays found that osteotome chipped.

Manufacturer narrative:
File has been reviewed and met all the necessary requirements for closure. Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Investigation results have been incorporated in the finalized medwatch.